Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. Visual inspection of the photo showed a 16g sample with no abnormalities. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the customer verbatim and the returned photo, the probable root cause could be due to the valve issue related to eto sterilization. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then a drug was applied. Resistance was suddenly gone. Blood came gushing out of the injection port. The mas on the ward then took a closer look at the carge and were of the opinion that the gray membrane was in site in a "good" venflon. On the "bad" venflons, on the other hand, they noticed that there is a displacement of the membrane of about 1mm. The customer is of the opinion that the membrane does not fit properly in the vpss where the injection port leaks.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: venflon was placed, infusion attached, everything worked. Then a drug was applied. Resistance was suddenly gone. Blood came gushing out of the injection port. The mas on the ward then took a closer look at the carge and were of the opinion that the gray membrane was in site in a "good" venflon. On the "bad" venflons, on the other hand, they noticed that there is a displacement of the membrane of about 1mm. The customer is of the opinion that the membrane does not fit properly in the vpss where the injection port leaks.